Event description:
The manufacturer received information requesting to check or replace the flow sensor. There was no harm or injury reported. The device was not in patient use. The trilogy evo ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the initial evaluation of the device no errors were found in the error log. The device passed all initial testing. At the end of the unit evaluation test, errors codes 183, 209, 212, indicating a ventilator inoperative condition occurred. Based on the recorded error codes, the system board must be replaced. In addition, 3-way solenoid valve is defective, two in-line filter prox, one in-line filter and machine flow sensor are contaminated and will be replaced. The air inlet foam filters were replaced due to preventive maintenance. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. No further investigation is required at this time.